Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, abnormal output, substrate failure protective panel appearance abnormality, and images are displayed or cut off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a high-definition lcd monitor exhibiting no image (including momentary blackout). There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that images cut off was caused by foreign matter adhered during manufacturing. There was a crack in the mold of ic602 in the power supply circuit causing the power supply to not start up due to a defect in ic602. Manufacturer analysis results: as a result of checking the mosfet part inside ic602, traces of corrosion and migration were confirmed. Moisture absorption causes corrosion and migration, and it is assumed that the current concentrates in this part and causes overcurrent destruction. Countermeasures against occurrence since the production of power supply boards using this ic has already ended, there will be no new shipments of the same power supply boards. Olympus will continue to monitor field performance for this device.